Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level was almost 500 mg/dl. The customer receives insulin via pen injections in the hospital and the blood glucose level went down. She was still in the hospital at the time of the call on (B)(6) 2020.